Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece measuring 45.9 cm. Failure event observed during analysis. Final analysis found an external insulation abrasion noted at 27.9 cm to 28.0 cm breaching the ring electrode cables lumen located proximal to the right ventricular shock coil which is consistent with friction to another implanted device or feature of the patient anatomy. The etfe cable coating was normal in this region. Insulation abrasion breaching the optim sheath only was noted at 23.7 cm to 23.9 cm and 28.5 cm to 28.9 cm from the distal tip. The silicone insulation was not breached in these regions. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.